Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown mdm liner. It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.

Event description:
It was reported that the patient came in to ER with dislocated mdm liner, revised liner and head.

Manufacturer narrative:
The patient is (B)(6). An event regarding dislocation involving a restoration adm liner and a metal head ((B)(4)) was reported. The event was not confirmed. Visual inspection of the returned product confirmed a wear pattern on the rim of the insert which is consistent with the reported event. Device history review indicated all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. Further information such as operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further.

Event description:
It was reported that the patient came in to ER with dislocated mdm liner, revised liner and head.